Manufacturer narrative:
No product is being returned for evaluation but lot # is provided. A device history report is to be reviewed by engineering. A follow up report will be sent once the results have been analyzed.

Event description:
Procedure performed: lap chole. Surgeon did a lap chole using ca500 on (B)(6) 2018. I was present in this case and the clip applier appeared to function without any problems. One week later on (B)(6) 2018, I followed up with the surgeon to pursue a retrial of our device. At this time, the surgeon advised that the patient from last week had a bile leak post treatment. The surgeon did acknowledge the patient was quite vascular and that he had more difficulty than usual in peeling away the gallbladder from the liver bed. He also used floseal which is not typical. Patient status: bile leak post lap chole.

Event description:
Procedure performed: lap chole. Surgeon did a lap chole using ca500 on (B)(6) 2018. I was present in this case and the clip applier appeared to function without any problems. One week later on (B)(6) 2018, I followed up with the surgeon to pursue a retrial of our device. At this time the surgeon advised that the patient from last week had a bile leak post treatment. The surgeon did acknowledge the patient was quite vascular and that he had more difficulty than usual in peeling away the gallbladder from the liver bed. He also used floseal which is not typical. Patient status: bile leak post lap chole

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. As the event unit was not returned, testing was unable to be performed and the complainant¿s experience could not be replicated or confirmed. In the absence of the event unit, it is difficult to determine the exact root cause of the event. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions, as necessary, to ensure the performance and safety of its products.